Event description:
It was reported that during inspection-set up, before a thr, it was noticed that the mi trial fem head 36 +0 has a broken head. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, intended for use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.